Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she has had issues with the sensor giving inaccurate readings. In the night the sensor will activate the threshold suspend on the insulin pump. Then the customer continued to state that currently her blood glucose was 225 mg/dl and her sensor has been reading 154 mg/dl. Troubleshooting was performed and no anomalies were noted. The customer is returning the sensor for analysis.